Event description:
Customer reported his caregiver gave him 15 units of humalog based upon a blood glucose result of hi, which on the advantage system indicates a result in excess of 600 mg/dl. Reported being given another 10 units of humalog an hour later based upon a second blood glucose result of hi on the advantage system. The customer "immediately" lost consciousness. Caregiver called paramedics, whose meter result an undetermined time later was "lo". Paramedics treated the customer with a glucose IV. A request was made for the return of the system, replacement was sent.